Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced aseptic loosening in her knee. This adverse event was addressed by a revision surgery on (B)(6) 2022 to exchange the journey knee system to a legion system. Current health status of patient is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the patient experienced aseptic loosening in her knee. This adverse event was addressed by a revision surgery on (B)(6) 2022 to exchange the journey knee system to a legion system. Current health status of patient is unknown.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2022-01612. All further communication for this event will be managed in case: (B)(4), including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.